Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 29.2 mmol/l and 32.3 mmol/l which was treated by bolus and manual injection. Customer found air bubbles along tubing length. Customer did not alleged that insulin pump under delivery. Reservoir will not be returned for analysis.